Event description:
Customer reportedly received result of 291 mg/dl on the advantage system and 124 mg/dl on professional meter within 10 mins. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.